Event description:
It was reported to boston scientific corporation that an optiflo injection needle was to be used during a procedure to raise a polyp. According to the complainant, they had difficulty extending and retracting the needle, during initial testing prior to the procedure; the testing occurred in another room, and this device never came into contact with the patient. After the initial testing, another person was able to get the needle to extend and retract properly. However, the physician did not want to use the device, as a precaution. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
According to the complainant, the suspect device has been disposed of and is not available for return. A device evaluation cannot be performed. If any additional relevant information is received, a supplemental medwatch report will be filed. (B)(4)